Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the transfer set and the patient line of the homechoice cassette. This occurred during drain two of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending therapy and advised to restart therapy with all new supplies or contact their registered nurse. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.